Event description:
Consumer alleges her heating pad caused burns to her right leg. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Manufacturer narrative:
There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation" and consumer failed to perform that instruction.

Event description:
Consumer alleges her heating pad caused burns to her right leg. There was not a report of property damage with this incident.